Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "5fu to run at 5ml per hour. Vtbi 230ml for 46 hour infusion. Customer communicated patient had infusion take longer than anticipated. Event log ran per customer and attached to product complaint email. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no."